Manufacturer narrative:
The recipient is reportedly experiencing soreness due to stronger magnet strength and the use of moleskin was suggested. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's magnet strength was reviewed and increased. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an open wound at the magnet site. The external magnet was exchanged. The recipient was advised to cease device use. The recipient reportedly used over-the-counter antibacterial ointment (type unknown). The recipient has healed and resumed device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The magnet strength was changed, and the recipient is wearing with improved retention. No medical intervention was required, and the recipient's soreness has resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.